Event description:
The customer reported that after pt was exposed, the error message which indicated failing to have back up was appeared. Then the black image was displayed on the monitor. Retaking the image was required, resulting in unintended excessive radiation exposure.

Manufacturer narrative:
(B)(4): investigation is still in-progress. If add'l info is rec'd, a supplemental report will be submitted per cfr 803.56. This reported event occurred outside the USA. (B)(4).